Event description:
Facility reported the unit failed to deliver mvi during compounding. The omission was noticed by the tech and the mvi was manually compounded. No adverse event was reported associated with the event.